Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The sensing vector was set to the secondary vector. The patent was having a message with a robotics massager. Technical services advised against using that device with this defibrillator. There were no additional adverse patient effects. The system remains implanted.